Event description:
Related manufacturer report number: 1627487-2019-06762. It was reported that the patient experienced ineffective therapy during their trial. As a result, surgical intervention was taken. During the procedure it was noting that extension and lead disconnected. Both were replaced.